Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis event was unknown. It was not reported if the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with unspecified antibiotics (dose, frequency, duration and route not reported) for peritonitis. On an unreported date, the patient had recovered from the peritonitis event. The pd therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The date of onset of the peritonitis event was on an unreported date in (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This is same patient as in (B)(4).